Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that the ems staples were released but came out in a "c" shape instead of a "b" shape. Another device was used to complete the case. There was no consequence to the pt. No further info is available regarding this incident.